Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter fax #: (B)(6). Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard pnk 20ga x 1.16in experienced the catheter separating from the hub. The following information was provided by the initial reporter: the silicone part of the catheter broke at the time of puncture.

Event description:
It was reported that the bd insyte autoguard pnk 20ga x 1.16in experienced the catheter separating from the hub. The following information was provided by the initial reporter: the silicone part of the catheter broke at the time of puncture.

Manufacturer narrative:
H6: investigation summary bd received a 20 gauge insyte autoguard device from lot 2137264 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and no observed no visible damage to the catheter or its silicone. It was determined that this was a representative sample and not the original defective sample. Therefore, based off the visual inspection the engineer was unable to verify the reported defect. Since no defects could be identified in the returned unit a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. H3 other text : see h10